Manufacturer narrative:
Concomitant medical products: product ID: bi71000529, serial/lot #: 04017 0039/rev. 1. Product ID: bi71000194, serial/lot #: rev. 1. Product ID: bi71000556, serial/lot #: unknown. A manufacturer representative went to the site to test the equipment. It was reported that the pendant and hand switch were rep laced to resolve intermittent issues. Both showing signs of wear and tear. System was tested and found to be working properly after replacement of components. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the site is having issues with the pendant buttons and the hand switch buttons. No patient present. (B)(6) 2020 initial reporter provided.

Manufacturer narrative:
H3: the pendant and hand switch were returned to the manufacturer for analysis. X-ray hand switch was tested on test system c1396. Multiple 2d and 3d images were acquired with out issues. The store button functioned as expected. Visual inspection shows light dents on face of hand switch. Pendant was functional except for the left and right iso wag keys were intermittent, response and took excessive pressure to activate the keys. Visual inspection shows instructional stickers on the pendant face and light delamination around keys m, 1, 2, 3, 4 and p. The pendant was found to be faulty. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.